Event description:
The customer reported that the left monitor intermittently was not working. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.